Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid telescope pin that clips into the cystoscope bridge broke off. The issue was found during preparation for use of a therapeutic, right cystoscopy/ laser lithotripsy procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the reported damage may have results from physical stress. However, specific root cause of the reported damage could not be determined. Olympus will continue to monitor field performance for this device.